Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the cylinders and pump of the inflatable penile prosthesis (ipp) were explanted on an unspecified date due to unspecified reasons. A new pair of 14cm x 9.5mm ipp cylinders with pump were later implanted on (B)(6) 2019. Additional information received states the patient previously had one cylinder of his ipp explanted because the cylinder had eroded into the urethra. The other cylinder, pump and reservoir remained implanted at the time. The patient later desired to have a new complete ipp device implanted with two cylinders. There were no device issues since the removal of the eroded cylinder earlier in the year. No further information is available.